Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that this lead was electrically abandoned and replaced with a subcutaneous system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent high out-of-range shock impedances. There was evidence of oversensed noise however the patient is not pacemaker dependent. No adverse patient effects were reported. The lead remains in service.